Event description:
It was reported that four coils could not be detached. Upon removal, the coils detached inside the catheter. The physician was able to push all the coils into the aneurysm either with a push wire or guidewire. No patient injury reported. Same event as MDR # 2029214-2009-00166.

Manufacturer narrative:
The pusher assembly was returned for evaluation and it was confirmed that the implant coil had detached. The evaluation could not determine the cause of the event. (B) (4).